Event description:
Dexcom g6 sensors reporting a change requirement 24 hours before true expiration, 3 sensors this has occured with. Sensors only lasting 9 days not 10 days. FDA safety report ID # (B)(4).